Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had a restorelle implanted in (B)(6) 2024. Reportedly the patient experienced right hip, back, and buttock pain. In (B)(6) 2025, patient presented to the emergency department and was admitted for infection of sacrocolpopexy mesh (restorelle y) at attachment anterior l5-s1 with secondary discitis-osteomyelitis. Patient underwent robotic assisted mesh excision and drainage of retroperitoneal collection under general anesthesia. The patient was discharged from hospital on IV antibiotics. Patient readmitted for continued back pain. Received pain medication and muscle relaxers and ultimately underwent l4-l5 posterior arthrodesis, l5-s1 posterior arthrodesis, segmental instrumentation l4-s1 using alphatec invictus, attachment of caudal instrumentation to the pelvis using s2 ai screws alphatec and use of local autograft and allograft supplemented with bmp under general anesthesia.